Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous posterolateral of the left circumflex (lcx). An 8mm x 2.25mm nc quantum apex balloon catheter was advanced to the lesion. Upon initial inflation at 14 atmospheres the balloon was not able to fully dilate because of the calcification. When the inflation pressure was increased to 18 atmospheres the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).